Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 45-75 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, low bg was due to the pump settings needing adjustment. Tandem technical support educated customer and advised them to consult with their healthcare provider regarding pump settings.